Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that while in the demand pacing mode the device did not identify and mark the r-waves as expected. There was no report of negative patient impact.